Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The female patient underwent a coronary intervention to treat a lesion in the proximal circumflex. While implanting a 2.5 x 13mm cypher select stent, a type a dissection occurred in the target vessel. The dissection was treated with a 3.0 x 13mm cypher select stent. The patient also had chest pain during the procedure and it was resolved without sequel.